Manufacturer narrative:
Batch review performed on 22 september 2021: lot 180307: (B)(4) items manufactured and released on 25-april-2018. Expiration date: 2023-04-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Clinical evaluation performed by medacta medical affairs director: 3 years after tri-compartmental tka the patellar bone got necrotic and the artifical patella got loose. It was removed and not substituted. This adverse event did not originate from a device deficiency.

Event description:
Patellar mobilization due to patellar bone necrosis. Removal of patellar implant without replacement. Surgery completed successfully.